Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not used past the expiry date. (B)(6). Reported event of stent damaged. Reported event of catheter difficult to remove. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(4) 2016 that an ultraflex¿ esophageal stent was implanted to treat a malignant stricture in the esophagus during a stent placement procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the stent was deployed but the stent suture at the proximal end came off and the stent deformed. The physician did not remove the stent because the patient¿s tissue was friable due to a malignancy. However, the physician plans to perform another procedure to place a second stent within the deformed ultraflex stent to open the lumen. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Despite numerous attempts boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.

Manufacturer narrative:
Blocks updated with additional information.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that an ultraflex¿ esophageal stent was implanted to treat a malignant stricture in the esophagus during a stent placement procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the stent was deployed but the stent suture at the proximal end came off and the stent deformed. The physician did not remove the stent because the patient's tissue was friable due to a malignancy. However, the physician plans to perform another procedure to place a second stent within the deformed ultraflex stent to open the lumen. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Despite numerous attempts boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned for analysis. However, images of the placed stent were received and evaluated. The stent appears deformed and the suture broken. In addition, it was noted that the stent can expand over a longer time course than the usual length of the procedure. The damages noted with the device are most probably due to anatomical/ procedural factors encountered during the procedure, performance of the device was limited. Therefore, the most probable root cause for this complaint is operational context. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that an ultraflex¿ esophageal stent was implanted to treat a malignant stricture in the esophagus during a stent placement procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the stent was deployed but the stent suture at the proximal end came off and the stent deformed. The physician did not remove the stent because the patient¿s tissue was friable due to a malignancy. However, the physician plans to perform another procedure to place a second stent within the deformed ultraflex stent to open the lumen. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Despite numerous attempts boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.